Manufacturer narrative:
(B)(4). Medical devices: vanguard cr ilok fem-lt 80 80 catalog#: 183036 lot#: ni; unknown tibial tray catalog#: ni lot#: ni. Foreign source: (B)(6). Customer has indicated that the product will not be returned to zimmer biomet for investigation, as its location is unknown. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that patient underwent a left total knee arthroplasty. Subsequently, patient was revised due to infection. Attempts have been made and no further information has been provided.

Event description:
Upon reassessment of the reported event, it was identified that this device did not cause or contribute to the reported event.

Manufacturer narrative:
Upon reassessment of the reported event, it was identified that this device did not cause or contribute to the reported event.